Manufacturer narrative:
The pt was instructed to return to the dialysis unit to undergo another two-hour treatment for ultrafiltration to remove the excessive fluid that was not removed during the regular dialysis treatment. The pt's history was not provided by the clinic. On 8/9/06 a gambro technical services field rep inspected the machine. He was unable to duplicate the problem. He performed a mass balance test, a t1 test; checked d1/d2 flowmeters and p2 pump and found that they were within MFR's specifications. He performed another mass balance test and simulated a treatment of 30 minutes with blood detection. He verified the fluid removal to be accurate. He verified total ultrafiltation accuracy. The machine returned to service. As of this date, gambro has received no further complaints against this machine.